Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 8.6 cm in diameter inflammatory abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck at the renal arteries was 19 mm in diameter, 12 mm in length and angulated. The aneurysm extended into the iliac limbs. The left iliac limb was 45 mm in diameter at the native aortic bifurcation and 24 mm in diameter at the bifurcation of the external iliac artery, the right iliac limb was 24 mm in diameter at the native aortic bifurcation and narrows down to 18 mm at the external bifurcation. It was reported that after the endurant system was implanted, the final angiography was performed revealing a residual type ia endoleak. Another manufacturer¿s stent graft was implanted and touch-up was carried out meticulously. However, the type ia endoleak still slightly remained, but the procedure was completed as the physician judged that further treatment would be futile. It was reported that there was also a type IV endoleak present. Because of the long treatment length, another manufacturer¿s stent graft was implanted in the right lower limb, and another manufacturer¿s stent graft in the left lower limb, landing on the both eias respectively as planned prior to the procedure. Per the physician the cause of proximal type I endoleak was related to the patient¿s anatomy of a short aortic neck, tortuosity, tapered shape. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.